Manufacturer narrative:
Additional info: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184, with lot ctmbzh, conformed to the specifications when released to stock in 11th november 2015. Review of the history device records confirmed the valve product code 82-3072, with lot ctmb8m, conformed to the specifications when released to stock in 9th november 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. If the catheter is returned in the future this complaint will be reopened and the catheter investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Complain about a mal-functioning programmable shunt implanted in a patient a month ago. Patient has developed a subdural